Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC used for chemotherapy had multiple kinks and two holes in it, one was external to the patient and one was internal to the patient, at 30cm. The PICC was removed and replaced and caused no injury to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three circumferentially aligned splits were observed in the catheter shaft. Two splits were observed between the 4 cm and 5 cm depth markings on opposite sides of the catheter shaft. One split was observed at the 28 cm depth marking. Three severe kinks were observed in the catheter shaft at the 5 cm, 6 cm, 9 cm depth markings. The splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC used for chemotherapy had multiple kinks and two holes in it, one was external to the patient and one was internal to the patient, at 30 cm. The PICC was removed and replaced and caused no injury to the patient. No other information was provided. Additional information was provided: it was reported, catheter placed on (B)(6) and removed (B)(6). Total length of catheter 54 cm. PICC was inserted into cephalic vein with 8 cm exit site markings. Catheter locked with saline between use, securacath placed between 8 cm and 7 cm. PICC was dressed in j-loop back up the patient¿s arm after insertion. PICC used for oncology treatment: pacataxal, carboplatin, epriubicin. Kink found at 30 cm and 8 cm 4 weeks after insertion. Leak occurred in patient's home. 3 ml cloraprep used to clean catheter sire during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three circumferentially aligned splits were observed in the catheter shaft. Two splits were observed between the 4 cm and 5 cm depth markings on opposite sides of the catheter shaft. One split was observed at the 28 cm depth marking. Three severe kinks were observed in the catheter shaft at the 5 cm, 6 cm, 9 cm depth markings. The splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC used for chemotherapy had multiple kinks and two holes in it, one was external to the patient and one was internal to the patient, at 30cm. The PICC was removed and replaced and caused no injury to the patient. No other information was provided. Additional information was provided: it was reported, catheter placed on (B)(6) and removed on (B)(6). Total length of catheter 54cm. PICC was inserted into cephalic vein with 8cm exit site markings. Catheter locked with saline between use, securacath placed between 8cm and 7cm. PICC was dressed in j-loop back up the patient¿s arm after insertion. PICC used for oncology treatment: pacataxal, carboplatin, epriubicin. Kink found at 30cm and 8cm 4 weeks after insertion. Leak occurred in patient's home. 3ml cloraprep used to clean catheter sire during dressing change.

Event description:
It was reported PICC used for chemotherapy had multiple kinks and two holes in it, one was external to the patient and one was internal to the patient, at 30cm. The PICC was removed and replaced and caused no injury to the patient. No other information was provided. Additional information was provided: it was reported, catheter placed (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 54cm. PICC was inserted into cephalic vein with 8cm exit site markings. Catheter locked with saline between use, securacath placed between 8cm and 7cm. PICC was dressed in j-loop back up the patient¿s arm after insertion. PICC used for oncology treatment: pacataxal, carboplatin, epirubicin. Kink found at 30cm and 8cm 4 weeks after insertion. Leak occurred in patient's home. 3ml chloraprep used to clean catheter sire during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three circumferentially aligned splits were observed in the catheter shaft. Two splits were observed between the 4 cm and 5 cm depth markings on opposite sides of the catheter shaft. One split was observed at the 28 cm depth marking. Three severe kinks were observed in the catheter shaft at the 5 cm, 6 cm, 9 cm depth markings. The splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.